Manufacturer narrative:
The issue is under corrective action investigation and this submission is part of the containment activity for that issue.

Event description:
Wound dehiscence. (B)(6) 2008 - original right ear implant by dr. (B)(6). (B)(6) 2008 -turn on; (B)(6) 2008 - enhancement to reposition the sensor, tissue noted; (B)(6) 2008 -turn on; (B)(6) 2008 - activation; (B)(6) 2008 - 2 month followup; (B)(6) 2009 - fitting; (B)(6) 2009 - unscheduled fitting; (B)(6) 2010 -enhancement to repair cement/tm joint restriction; (B)(6) 2010 - turn on, infection noticed; (B)(6) 2010 - fitting; (B)(6) 2011 - fitting, fluid noted; exposed sp, sensor lead noted; still negative for bacteria in cultures. (B)(6) 2011 - revision to allow the area around the sp to heal; no signs of infection noted, but does note chronic dehiscence and multiple surgical interventions.